Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Customer reported that a vela ventilator gave an alarm during maintenance. The alarm displayed multiple motor faults and ventilator inoperable warnings. No patient involvement.